Event description:
It was further reported that access to the de novo lesion was obtained through the brachial artery. The device was removed intact.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion was located in the calcified and severely tortuous proximal right coronary artery. The physician predilated the lesion with a 4.0x12mm maverick2 balloon and then deployed a non-bsc stent. The physician then reinserted the 4.0x12mm maverick2 balloon and advanced it to the lesion to post dilate the implanted stent. The balloon ruptured at unspecified atms and inflations. The procedure was completed with a non-bsc balloon. No complications were reported and the patient's status is good.